Event description:
On july 2, 2006, the lay user/patient contacted lifescan alleging that the one touch ultrasmart reverted to the meter setup upon powering on, which occurred after replacing the battery. The patient stated that the meter was not out of the box and there has been no trauma to the meter. The medical affairs specialist (mas) sent a letter on july 10, 2006, since the patient cannot be reached by telephone. The following information was obtained at the initial call with the customer care advocate (cca). Because of the alleged issue, the patient received medical attention, at 11 am from a health care professional, obtained a "181 mg/dl" on an unknown device while having symptoms of dry mouth and frequent urination. The patient was treated with oral medications for diabetes. The patient reportedly tested on her meter before she developed the symptoms but cannot recall the meter reading. It would be helpful to obtain the following: the patient's last successful test, when her symptoms started, and if the patient made any changes to her diabetes care due to the meter issue. Per the one touch ultrasmart owner's manual the meter will revert to the setup after a battery replacement. The cca walked the customer through the meter setup and the issue was resolved. However, this complaint is being reported because the patient was unable to test on the meter, suffered symptoms, and received oral medications from a health care professional. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.